Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient line became disconnected and leaked during pd treatment. The issue occurred during dwell 1 of 4 of treatment. The patient was instructed by technical services on how to cancel treatment and do a reset-up. There was also a report that the cycler made a grinding noise during set up. In a follow up, the patient's pd nurse said the patient was seen and there was no harm, intervention or adverse event due to the disconnection. The patient does not know how the line became disconnected. The patient was able to complete treatment that evening with a new set up. The patient is using the same cycler and the cycler set is not available to return.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient line became disconnected and leaked during pd treatment. The issue occurred during dwell 1 of 4 of treatment. The patient was instructed by technical services on how to cancel treatment and do a reset-up. There was also a report that the cycler made a grinding noise during set up. In a follow up, the patient's pd nurse said the patient was seen and there was no harm, intervention or adverse event due to the disconnection. The patient does not know how the line became disconnected. The patient was able to complete treatment that evening with a new set up. The patient is using the same cycler and the cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.